Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, and likely a result of the calcified and flailed condition of the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One clip was successfully implanted. During device preparation of the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted to stabilize the slda clip and to further reduce mr. Two clips were implanted reducing mr to grade 3. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.